Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(6) 2014. (B)(4).

Event description:
A technician reported a patient experienced stage 1 diffuse lamellar keratitis (dlk) in his right eye, one day post lasik surgery. The topical steroid dosage was increased to treat the event. Additional information was received which indicated a change in medication to treat the event was made.